Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed an alert code 42 for motor current sense failure during a scheduled supply change, prompting repeated restart instructions that did not resolve the issue, and the device was replaced. The user transitioned to manual injections and continued cgm use. Symptoms included no reported adverse clinical effects and blood glucose remaining in the normal range. Outcomes included temporary interruption of automated insulin delivery and use of alternative insulin therapy. Investigation included technical troubleshooting with guided restarts and review of device behavior. Investigation of this case revealed a persistent motor current sensing malfunction consistent with a device malfunction requiring replacement. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction not attributable to user error.